Event description:
I started using the breas vivo 45ls with mouthpiece ventilation recently and the first day it was perfect. On the next day (and every day after) the breaths felt shorter and I started feeling an extra burst of air after each breath. After about six hours, it started having erratic breath patterns followed by high pressure alarms. I tried a second breas and it worked perfectly the first day and the same issues began the next day. These are my settings: mode: vcv-mpv tidal vol 1050 backup rate 0 insp. Time 1.3 flow pattern square rise time 90%. Pt code: 4580. Device codes: 1491, 1432. Ref report: mw5178800.